Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was prepared and attached normally but an error code displayed when starting. The pump was connected to a patient when error/event occurred. The patient was not harmed in any way. There was no delay in patient's treatment. Drug being infused was 5fu. Continuous infusion rate was 2.1/hour. Reservoir volume was 100 ml. Given was entire dose by new pump. Air detector and upstream sensor were on. Length of infusion was 46. Lock level was 0. A closed system drug transfer device (cstd)m was used to fill cassette. The pump was not used to prime the extension tubing. The method that was used to prime was syringe of ns. Tubing/cassette sku numbers was 21-7047-24. Tubing/cassette lot numbers were 6054041, 6026892 and 6026897. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.